Manufacturer narrative:
Concomitant products: model: 1258t86, st. Jude lead; implanted: (B)(6) 2016.

Event description:
It was reported by a healthcare professional (hcp) that a lead revision was completed. The hcp was unable to determine which lead(s) were revised from the operative notes. The high voltage svc lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.